Manufacturer narrative:
Insulin pump monitored for several days. Device received with all operating currents within specific and passed unexpected restart error test and displacement test. No unexpected battery low battery alarm anomalies noted. No unexpected failed battery alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received failed batt several alarms..the customer blood glucose was 140mg/dl. Troubleshooting was performed.. The insulin pump will not be returned for analysis.